Manufacturer narrative:
Date sent: 8/30/2007. Evaluation summary: the unit was returned to the analysis site due to there is an obvious split in the customer's green cable towards the body of the holster, and the customer has been getting l3-017 during the sample mode. The analysis site confirmed the customer complaint and replaced the green cable due to it was damaged and causing error codes per customer complaint, the port shaft and coil pin was replaced because it was bent, and the e-clip was replaced due to it was damaged during disassembly. Per the mammotome service manual, service test were performed with no functional faults found. As part of the standard ees service process, removed seals from the lemo connectors, and added heat shrink to the green and blue cables. The device history record has been reviewed and has passed qa inspection.

Event description:
It was reported that there is a split in the customer's green cable towards the body of the holster. The customer has been getting l3-017 during the sample mode. There have been no patient consequences reported. The st holster is used on an upright unit.